Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Subsequently, the customer fell and was hospitalized. Reportedly, the low bg was due to the customer entering the incorrect carb ratio settings due to user error. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.